Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, lines from arterial connection develop tiny air bubbles which cause tmp alarms. No patient injury was reported as a result of this event.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no damages or defects were observed. The sample was subjected to testing; the results noted that no issues were observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although the reported issue could not be replicated, the reported event is similar to a known issue of air in line during use. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.